Event description:
Treatment of an avm. It was reported that the catheter ruptured during onyx injection. No pt injury reported. Same event as MDR# 2029214-2009-00182.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event.